Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration, capsular contracture, baker grade iii, and lymphadenopathy.

Event description:
Patient representative reported ¿faulty breast implants". Patient representative later reported ¿severe sleep disturbances¿,¿ depressive moods and anxiety¿, ¿reduced libido¿, ¿ severe inflammation throughout the body¿, ¿ extreme hair loss¿, ¿severe headaches¿, ¿extreme concentration difficulties and forgetfulness/memory gaps¿, ¿severe physical and cognitive limitations in performance, which made household and daily life particularly challenging¿, ¿ strong body odor (armpits)¿, ¿night sweats¿, ¿mild vision impairments (occurring irregularly)¿, ¿chronic inflammation in the mouth = severe gum bleeding (no bacterial periodontitis could be diagnosed as the cause)¿, ¿frequent bladder infections leading to kidney infections¿, ¿multiple candida infections¿, ¿noise sensitivity leading to short-term hearing impairments in both ears¿, ¿spontaneous tingling in the fingers leading to short-term stiffness and numbness, also occurring in the left forearm and right hand¿, ¿frequently swollen lymph nodes (parotid gland and axillary)¿, ¿extreme tension in the chest¿, ¿back and shoulder pain¿, ¿extreme lack of motivation, frequent fatigue but with sleep disturbances¿, ¿anxiety and panic attacks with heart palpitations¿, ¿frequent illnesses due to a weakened immune system¿, ¿multiple fainting spells/loss of consciousness¿, ¿persistent and constant breast pain (stabbing, pressure)¿, ¿pale skin and dark circles under the eyes¿, ¿swelling of the face and hands/legs/feet¿, ¿lymphatic congestion¿, ¿severe exhaustion¿, ¿extreme, burning pain in the chest and décolleté (rated 5 on a scale of 1 to 10 in intensity)¿, ¿poor posture of the spine; disc bulging due to poor posture¿, ¿polyneuropathy, sensory disturbances in the left hand and arm, severe burning pain in the left thigh, limb pain¿, ¿balance disorders, dizziness¿, ¿light sensitivity¿, ¿skin rash, itching, acne, and from 2022, neurodermatitis¿, ¿lump/pressure sensation in the throat and chest¿, ¿shortness of breath¿, ¿speech difficulties¿, ¿feeling of dizziness (like being drunk)¿, ¿hormonal problems, deregulated menstruation¿, ¿frequent infections with sinus and nasal/sinus inflammations¿, ¿burning and tearing eyes¿, ¿newly diagnosed allergies and food intolerances, inflammation of the stomach lining¿, ¿digestive disorders (significant) associated with extreme abdominal pain¿, ¿herpes simplex virus¿, ¿varicella zoster virus¿, ¿kidney problems¿, ¿patient had toxic substances in the blood¿, ¿silicone was found in the axillar lymph nodes¿. This record is for the left side. Device has been explanted.